Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to information provided, it was reported that during an arcr (anterior rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. The retention plate was used during the procedure. The sales rep received a report saying that the retention plate had been left in the patient¿s body. The hospital forgot to take out the retention plate from the passer or two retention plate were in the plate holder. The removal procedure was performed. It was found that two retention plates were found. One was removed from the patient's body. The other was found in the trash can. The device was received and inspected. Visually, no damage was found in the needle tip. The expressew ii gun was not received along with the needle were received. Finally, the needle was loaded to test its functionality multiple times and it works as intended. Since no evidence of a problem was found in the needle, we cannot confirm the reported failure of this device. Based on it was not possible to review the sterilization certificate and manufacturing record evaluation due to the lot number was not provided; it is unlikely that the mitek product was a source of the patient¿s infection according with the information provided; besides, with the results of the evaluation; we cannot determine a definite a specific root cause for the reported event. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: further investigation has updated the investigation summary as follows: investigation summary: according to information provided, it was reported that during an arcr (anterior rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. The retention plate was used during the procedure. The sales rep received a report saying that the retention plate had been left in the patient¿s body. The hospital forgot to take out the retention plate from the passer or two retention plate were in the plate holder. The removal procedure was performed. It was found that two retention plates were found. One was removed from the patient's body. The other was found in the trash can. The device was received and inspected. Visually, no damage was found in the needle tip. The expressew gun was not received along with the needle received. Finally, the needle was loaded in a test gun to test its functionality multiple times and it works as intended. Therefore, we cannot confirm this complaint. Since no evidence of a problem in the needle, we cannot determine a root cause. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). The lot number is unknown at this time.

Event description:
It was reported that this was an arcr (anterior rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. The retention plate was used during the procedure. On (B)(6) the sales rep received a report saying that the retention plate had been left in the patient¿s body. The patient is scheduled to undergo a revision procedure. The lot # is 51912, 54786 or 55481. The device was brand new and the first use when the issue occurred. Additional information provided by the affiliate reported the removal procedure was performed. It was found that two retention plates were found. One was removed from the patient's body. The other was found in the trash can. It was also reported during the first procedure, the patient was x-rayed after the primary procedure. But the patient was wearing garments and ornaments, which prevented the surgeon from searching the retention plate.